Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7150266.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads have migrated which caused inadequate stimulation. The patient underwent a lead revision procedure. During the procedure, the physician was unable to place the leads back to the ideal position due to the scar tissue. The physician then decided to explant the scs system. The explanted products were disposed by the medical facility.